Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the battery compartment was observed to be cracked at the case seal. The display was found to have a pink contrast. The returned battery cap was used during the investigation with no other malfunction found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim display. This report is made based on results of investigation completed on 02/23/2015.